Manufacturer narrative:
(B)(4). D10 - medical product: fem size f left catalog # 00588001601, lot # 65117229. Prc agmt block dist sz f 5mm, catalog # 00599003610, lot # 64669837. Prc agmt block dist sz f 5mm, catalog # 00599003610, lot # 64174947. Stem implant 16mmx200mm, catalog # 00598801116, lot # 64116817. G2: australia, h6: mechanical (g04) - femur, h3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure two months post implantation due to infection and loosening of femoral and articular surface prosthesis. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: h6 component codes. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.